Event description:
The customer reported that the heartstart mrx was failing the operational check for a power supply malfunction.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.